Event description:
During a stenting procedure to a severly calcified and tortuous sfa, using a contralateral approach, the smart control unit could not cross the lesion. The product was removed from the pt to perform an exchange of guidewires, and at this point, it was noted the stent had become slightly unsheathed. Therefore, it was not used to complete the procedure. The lesion was described as 100% stenosed. There was no report of any adverse consequence to the pt. No information was available as to how the procedure was completed. As per the reporting affiliate, no additional pt or procedural information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.